Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the type ib endoleak from the left common iliac artery and the secondary endovascular procedure to treat type ib endoleak. The event is most likely anatomy related. Procedure related harms for this complaint could not be determined. The final patient status was not reported. A definitive root cause could not be determined; however, the contributing factors for the type ib endoleak is most likely the left common iliac artery sac growth below the afx2 main body left leg margin. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. This afx2 bifurcated stent graft indicated was filed under MFR# 2031527-2018-00236 for a previous event. The afx vela suprarenal (ln 1587986018) indicated was filed under MFR# 2031527-2019-00080 for a previous event.

Event description:
An afx2 bifurcated stent graft was implanted to treat an abdominal aortic aneurysm, additionally a non endologix (palmaz) stent was implanted. Approximately, 9 months post initial implant the patient was treated for a type ib lcia distal leak with an extender.